Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2014 and was revised on (B)(6) 2015 it is further alleged that she suffered injuries as a result of implantation and explantation of the devices at issue, and excessive levels of cobalt and chromium in her blood.